Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
Per the clinic, the patient experienced pain, headache and a performance decrement with device use. Subsequently the device was explanted (date not reported).